Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the sensors. Customer's blood glucose level was 150 mg/dl. Customer stated that the insulin pump will sometimes go into threshold suspend mode and numbers are inconsistent. Customer stated that she has received assistance in the past for this issue and was told she was over-calibrating. Customer also reported that she has a crack on the back of the transmitter. The crack is near the sticker with the identification information on it. It was explained to the customer that when the sensor is over calibrated or not wetted, it will produce an inaccurate reading. Customer was advised to make sure the predict alerts are turned on and to allow for lag time to offset the two while monitoring the sensor graph for updates. No additional information provided.